Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Upon interrogation, high capture thresholds and high pacing lead impedance was noted on the right ventricular (rv) lead. It was stated that high voltage (hv) lead impedance raised gradually and was unstable. Review of egm's indicated that noise was not observed. The cause of issue could not be determined. No intervention was performed and the lead remains implanted. The patient was in stable condition and will continue to be monitored.